Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The se recommended replacing the analog interface (ai) printed circuit board (pcb). The customer called back to report that by replacing the ia pcb resolved the issue.

Event description:
It was reported that, during patient use, a ventilator became inoperable. The patient was transferred to another ventilator without harm.